Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient passed away (B)(6). The cause of death remains unknown. The history of the patient's device readings was reviewed and no anomalies were found prior to the patient's death.